Manufacturer narrative:
(B)(6). Returned sample evaluation: ( a photo of the carton was received, however no photographs associated with this case for the malfunction described were received and no unused return sample was received for evaluation.) Conclusion summary of the related event: based on the results of the preliminary investigation, the batch record review was performed and no discrepancies were found. In addition, the failure modes reported could not be replicated. Furthermore, through the process investigation it was concluded that the reported issues can be associated to the mixing process. The root cause investigation (B)(4) was generated in which the causes and actions identified are directly related with the problems reported by the customers. For all the explanation above, a root cause investigation (rci) is not necessary should additional information become available, a follow up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 9618003.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user stated that the wafer was not soft and moldable as it used to be. Reportedly, it was difficult to mold because the mass was so hard. The mass did not crumble while molding. The wafer was used by end user. A photograph was provided by the complainant.